Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to customer site. The cse replaced the salt bridge cap and tubing. The cse performed calibration on integrated multisensor technology (imt) and ran a system check, which passed. The quality controls were within range. A siemens headquarter support center (hsc) reviewed the instrument data and no instrument issues were observed in data files. Hsc concluded that the event could be sample related. The cause of the discordant, falsely elevated na results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on one patient sample upon initial and repeat testing on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on an alternate instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.